Event description:
A 1 mm diameter hole developed in the polyester graft portion of the outflow cannula of the ventricular assist device (vad), leaking into a 3 cm diameter hematoma. No intervention was performed until approximately one month later at the time of cardiac trasplant, when the the hole was closed with a suture to prevent excessive bleeding.